Manufacturer narrative:
After a cycle completed in their v-pro max sterilizer an employee removed an instrument and placed it on a shelf. The next morning an employee removed the instrument from the shelf and obtained the burn. Medical treatment was sought and the employee quickly returned to work. It was confirmed that no ppe was worn during the removal of the instrument. The instrument subject of the reported event was reprocessed before use. The vpro max sterilizer operating manual states on pg. 1-2 "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." And " danger - chemical injury hazard: when handling hydrogen peroxide, wear appropriate personal protective equipment and observe all safety precautions." The technician inspected the unit and confirmed it to be operating according to specification. No issues were noted and the sterilizer was returned to service. The technician discussed the proper use and operation of the sterilizer with user facility personnel.

Event description:
The user facility reported that and employee received a burn after removing an instrument from a shelf. No procedural delay or cancellation was reported.